Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument was not recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No failures could be verified in procedure logs. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to mishandling/misuse, for example by insulation degradation and carbonized tissue creating a conductive path. Based on the information available at this time, this complaint is being classified as a reportable event due to the charring and localized melting at the grip base between the grips which is evidence of potential arcing. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.